Event description:
Boston scientific received information that during a normal patient follow up one month post implant, this right ventricular (rv) lead presented with complete loss of capture at the highest outputs and a decrease in sensing. All other lead measurements within acceptable limits. A chest x-ray was taken and there were no obvious signs of a dislodgement. Boston scientific technical services (ts) was contacted for advice. A ts representative discussed that the change in measurement is most likely due to a microdislodgement and to consider a revision to reposition the rv lead. A revision was performed to evaluate the system integrity. The lead was fully secured in the associated device's header and there was no noise observed on the electrograms. The rv lead was disconnected from the device and measurements were obtained on the pacing system analyzer (psa). It was noted that the measurements were very similar to what were observed during the follow up. This rv lead was successfully replaced. The new lead was repositioned several times to obtain acceptable measurements. No other adverse patient effects were reported in association with the surgical procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted a setscrew mark on the terminal pin. Also noted was a bunching of the insulation approximately 15.5 centimeters from the terminal pin and there was a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Laboratory analysis was unable to confirm the field observations of loss of capture and a decrease in sensing. This lead was found to be electrically continuous.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
The lead was returned.